Event description:
During a routine hemodialysis treatment, a reported patient blood loss of 210cc occurred. This report is being filed as an adverse event solely to comply with the FDA'a blood loss policy. Unrecoverable alarms occurred during the treatment. Manual rinseback was attempted but could not be completed due to the disposable set clotting. No medical intervention was required.